Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the contested screw showed that the thread still contains debris. It is assumed that a step during the production was not carried out properly. Unfortunately this problem was not discovered during the check. This complaint was deemed valid, a CAPA determination has been inititated. The lot number has been provided, a review of the device history record is not yet available.

Event description:
Remaining swarf located on the thread. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed with no complaint related anomalies noted.